Event description:
Pt had typical symptoms for fibroids (heavy bleeding for a 7 day period, hgb 9.6, moderate to severe pelvic pressure, menoragghic symptoms for two years). Pelvic ultrasound showed uterus is 570cc with 3 dominant fibroids. No other health problems. Embolization was performed with 8cc of 500-700u embosphere microspheres from 2cc vials, pt received 7mg morphine (pca) and was slightly somnolescent the next morning. At 2pm the pt experienced shortness of breath and was referred to critical care. The doctor recommended a chest x-ray. Ventilation was performed with 100% oxygen, oxygen level was 65%. Pt told the cardiologist that pt was doing aerobics the previous tuesday and experienced a brief period of shortness of breath and chest pain. Tpa was administered. Oxygen levels went from 65% to 88% in 20 mins and progressively increased. Pt developed bruises in all areas, with dropping hct but refused transfusions. Pt was discharged and coumadin was prescribed. Episode was possibly due to deep vein thrombosis and not specifically related to embospheres.